Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switching episodes due to far-field r-wave oversensing were observed. Programing changes were made. Patient was stable.